Event description:
Kodak df57c dental intraoral x-ray film has some films enclosed in a defective light proof cover. They have a small slit in the side of the cover which allows light entrance, resulting in blacking out of part of the image.